Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported the patient had their catheter replaced on (B)(6) 2018 because their old catheter had a problem and needed to be removed. The patient was not sure if the two catheters ((B)(4) implanted on (B)(6) 2013 and (B)(4) implanted on (B)(6) 2007) were both removed or just one of the catheter was removed and replaced on (B)(6) 2018. The serial number of the new catheter implanted on (B)(6) 2018 was (B)(4). It was noted that the patient was still using the old pump implanted on (B)(6) 2013. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported.